Manufacturer narrative:
Follow-up report will be filed when eval is complete.

Event description:
It was reported that catheter was easily inserted. However, patient's condition worsened after 2 days. Catheter was immediately removed and rinsed. Catheter was tested outside pt upon removal. It was reported that medial lumen ran together with proximal lumen. Pt said to have received an unintentional bolus because of misdirection of values. This resulted in irregular blood values.